Event description:
The customer states, that they are getting error code 1113 (invalid test result, read value) when running patients samples on the axsym digoxin iii assay. There was no impact to pts mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.